Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. A root cause could not be identified. Based on the results of the investigation, it is possible that the event was caused by the use of a high-frequency instrument without sufficient distance from the tip. The event can be detected and prevented by following the instructions for use, which state: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope. Gif/cf/pcf-290 series operation manual chapter 4 operation: 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited burns on the forceps port of distal end. There was no patient involvement.